Event description:
Reportedly, a piece of the needle broke and fell into the pt cavity. However, the medical staff was unsure if they had retrieved the needle. X-rays were taken and the needle was undetected. Procedure: lgb. Pt status: no pt injury reported.